Event description:
On (B)(6) 2013, orif right proximal humerus right iliac crest bone graft. On (B)(6) 2013, pt seen with right proximal humerus nonunion. Pt reported prominence on lateral shoulder. X-rays ap and lateral show plate has come loose, one locking screw backed out significantly and one nonlocking screw is threatening to back out. Physician documented that he discussed with acumed this finding. On (B)(6) 2013, removal of hardware right proximal humeral plate with replacement of screws. Screws removed are identified as follows: 5.0 x 45mm screw (B)(4) and 5.7x38mm locking screw (B)(4).